Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection was performed. The lens was cut in half, most probably to make explant possible. The lens was inspected using 10x magnification. Some surface damage can be seen. The damage most likely is related to the loading process as initially reported. Considering the condition of the returned lens, additional analysis was not possible. The customer's reported complaint, lens scratched was not confirmed in the returned lens. Manufacturing record review: a review of the records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. At final inspection all products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data showed that the lens was within power specification; the lens met the specified cosmetic requirements. A search on complaints related to the production order revealed that no other complaints for this order number were received to date. No product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was scratched during the loading process. The lens was implanted. It was unknown how the lens was scratched. On (B)(6) 2016, one day post op, patient had no problems. On the next follow up visit on (B)(6) 2016, (when patient went for consult on companion lens implant), patient complained of vision problems in her left eye. On the next follow up visit on (B)(6) 2016, patient reported vision problems with the left eye again. On (B)(6) 2016, the lens implanted in the left eye was explanted. On (B)(6) 2016, patient reports no complaints. On (B)(6) 2016, patient reports vision is gradually improving; however, she is still not pleased with her vision. The same model and size lens was used for the replacement in the left eye on (B)(6) 2016.